Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl and insulin pump had no delivery. Customer states he's been giving himself manual injections the past few days. States the button won't bring up anything. States blood glucose have been high. Customer states had no delivery alarm on old pump that was being replaced. Customer wants to know if he has to return the old pump. Customer states that high blood glucose occurred when he was waiting for his replacement pump and manual injection insulin syringe wouldn't work. Unable to troubleshoot for high blood glucose because customer was off of pump and on manual injections. Manual injections for some reason didn't lower his blood glucose so advised to talk to physician. The insulin pump will not be returned for analysis.